Event description:
It was reported that the user experienced a severe low blood glucose event with a measured value of 54 mg/dl at home, did not accept oral carbohydrate due to alzheimer¿s-related refusal, and emergency services administered glucagon before transport by ambulance to (B)(6) in (B)(6); while at the hospital the user consumed chocolate ice cream and subsequently had a blood glucose rise to 269 mg/dl. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included emergency medical intervention and hospital evaluation. Investigation included complaint intake, case triage, and troubleshooting and education focused on recognition and treatment of highs and lows, with discussion around meal size and variability as potential contributors. Investigation of this case revealed no device malfunction reported or observed, and the event was characterized as cause unclear with respect to glycemic excursions while using ilet in the context of variable intake and treatment challenges. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.